Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the clip applier instrument would not successfully close the purple clip. The surgical field was inspected to verify; not to be inappropriate amount of tissue. The instrument would not apply clips after multiple attempts. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier associated with this complaint and completed its investigation. Failure analysis (fa) found the instrument to have a broken grip cable at the proximal end. Fa attributed this issue due to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use or during reprocessing. Additionally, the instrument was found to have a loose grip cable at the distal end. Common causes of the loose instrument grip cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Fa also found signs of corrosion on the instrument bearings. Grip input disk bearings exhibit orange discoloration. Common causes corroded/contaminated instrument bearings are typically attribute to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The instrument also had dried residue on the clamping pulleys, which fa attributed to improper cleaning/reprocessing techniques, such as insufficient flushing. The instrument was found to have a cracked input shaft at the proximal end. Hairline cracks were found on the grip input shaft. Improper cleaning during reprocessing most commonly causes this failure. Common causes of this failure is attributed to the user. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of on (B)(6) 2022 on system sk5055. The large clip applier had 48 uses remaining after the last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.